Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to confirm the reported issue. The ge healthcare representative found that the unit was restarting automatically with no alarm. It was recommended to replace the cpu board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture unknown at time of MDR filing.

Event description:
The hospital reported that the system was not booting. There was no report of patient involvement.